Manufacturer narrative:
E4-ni- it was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller reported neonate blood glucose results of 41 mg/dl on inform ii system 1, 56 mg/dl on inform ii system 2, and 38 mg/dl on inform ii system 3 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.